Event description:
It was reported that the device led is not working to indicate the device is charging. There was reportedly no patient involvement. The unit shipped to the repair facility for the repair.